Event description:
It was reported that a malfunction alarm was triggered with a specific code. There was no impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller, ensuring the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reoccur.